Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right knee poly exchange due to poly wear.

Manufacturer narrative:
An event regarding insert wear involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were received. -device history review: a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such return of device, x-rays and operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Right knee poly exchange due to poly wear.